Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump suspended due to inaccurate sensor readings. The patient¿s sensor glucose was in the 40 mg/dl range despite a blood glucose in the 140 mg/dl range. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor will not be returned for analysis.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.